Manufacturer narrative:
The updated device analysis report attached.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was reported experienced post-operative wound and healing disorder. It also reported that the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2025, not (B)(6) 2025 as previously reported. Section d6b has been updated accordingly. Per the clinic, the patient was hospitalized, from (B)(6) 2025 to (B)(6) 2025 for administration of IV antibiotics to treat the wound infection. The infection reportedly resolved following explantation. Reimplantation is planned but had not yet taken place at the time of this report.